Event description:
It has been reported to philips that the flexvision monitor went blank. The issue was found during clinical use. The patient had to be moved to a different room no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in use during a planned/non-emergency treatment and the issue caused a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive and installed the software. After replacement of the flexvision pc and hard drive and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.